Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there were four(4) cannulas, two(2) were defective and the other two(2) were not opened. It was reported that during use, the inner cannula did not fit in the cannula. A plier was used to remove the inner cannula. There was no patient injury.